Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a off no power alarm. Troubleshooting was performed and found that pump screen went blank and insert new battery alarm appeared, but after inserting new aa battery the power loss alarm re-appeared, blank display appeared and but the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the pump will be returned for analysis.

Manufacturer narrative:
Pump booted up properly once installing aa battery, no blank display was noted. The pump passed the sleep current test, active current test, and self test. Test p-cap locked properly into the reservoir compartment. No battery alerts, alarms, or anomalies were noted during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump alarmed low battery alerts on 23-nov-2023 18:17:01.000, and on the event date of 24-nov-2023 at 07:05:00.000, 07:27:00.000, and 07:28:00.000 and were not expected. Pump alarmed two replace battery alerts on the event date of 24-nov-2023 at 03:48:00.000 and 07:32:00.000 and were not expected. Pump alarmed replace battery now alarms on the event date of 24-nov-2023 at 04:19:00.000 and was unexpected. Pump alarmed power loss alarms on the event date of 24-nov-2023 at 07:47:36.000 and 07:47:44.000, they were unexpected. The power management graph also confirmed replace battery now alarm and low battery alert were triggered, problem isolated to the pcb1 board and pcb2 board. Pump was cut open and found no moisture damage on electronic assembly or motor assembly per visual inspection. The following were also noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Blank display was not confirmed during testing. Unexpected battery power loss was confirmed in the pump history files and traces due to hardware failures isolated to the pcb1 board and pcb2 boards. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.